Event description:
Additional information indicates that surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
It was reported to abbott the patient underwent an MRI scan and after the scan the ipg lost the ability to communicate with external devices. The medical team was investigating options to resolve the case and had several questions about what occurs during MRI mode. Technical service provided information on what occurred when MRI was enabled. The also explained the difference between MRI mode properties between eterna and liberta ipg. Ts requested the logs. On 27 nov 2024, it was reported since the logs had not been received the record would be closed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
It was reported to abbott the patient underwent an MRI scan and after the scan the ipg lost the ability to communicate with external devices. The medical team was investigating options to resolve the case and had several questions about what occurs during MRI mode. Technical service provided information on what occurred when MRI was enabled. The also explained the difference between MRI mode properties between eterna and liberta ipg. Ts requested the logs. On (B)(6) 2024 it was reported since the logs had not been received the record would be closed. Both the patient and the doctor in charge are evaluating the possibility of making the replacement, but no details have yet been shared. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. Next course of action is currently unknown.